Event description:
Indication: common variable immunodeficiency, unspecified. Patient's wife reported curlin pump would not stay turned on, they changed the batteries and rebooted and then was saying system issue. The product fault did not occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. The device is available for investigation. The patient did not have a back up device to switch to. The patient received a replacement. Unknown if md is aware. No additional information reported.